Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately few months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 17472672, UDI: (B)(4).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and needs to charge more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.